Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed an open wound under the lifevest equipment. Patient described the area as a red, raw, bleeding open wound. There was no alleged device malfunction contributing to the irritation. The patient¿s nurse examined area but there is no indication that the patient received medical intervention for the irritation. Reporting out of an abundance of caution. Follow up indicated that the skin irritation improved.